Event description:
A report was received that the patient will undergo an scs removal due to discomfort.

Event description:
A report was received that the patient will undergo an scs removal due to discomfort.

Event description:
A report was received that the patient will undergo an scs removal due to discomfort.

Manufacturer narrative:
Additional information was received that there will be no course of action.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because the patient did not want the scs system as his pain was under control and there was no discomfort. The explanted devices were not returned to bsn as they were discarded by the medical facility.